Event description:
A malfunction was reported by the caller concerning the pump, with no notable events occurring before the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The caller was advised to continue using the pump and to report any future malfunctions, which they understood and acknowledged.